Event description:
This report summarizes 98 events for the failure: flaked. 98 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 98 events were reported for this quarter. Product return status: 98 devices were evaluated in the field. Additional information: 98 devices were not labeled for single-use. 98 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30 2025. This report summarizes 108 events for the failure: flaked. 108 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99011. Supplemental rationale corrected data: b5, h1, h6, h11. 109 events were previously reported during the reporting quarter; however, 1 event was reported in error. 108 previously reported events are included in this follow-up record. Product return status: 108 devices were evaluated in the field. Evaluation findings (results/components): 108 devices: material and/or chemical problem identified / coating material. Product disposition: 108 devices: scrapped by stryker.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99011. Supplemental rationale, corrected data: b5, h1, h6, h11. 127 events were originally reported for this failure mode during the reporting quarter: however, - 7 events were reported in error. - 11 previously reported events in this report should have been included under MFR report # 3015967359-2025-99013. - 109 reported events are included in this follow-up record. Product return status. 108 devices were evaluated in the field. 1 device was not available for evaluation. Evaluation findings (results/components). 108 devices: material and/or chemical problem identified / coating material. 1 device: no findings available / part/component/sub-assembly term not applicable. Product disposition. 108 devices: scrapped by stryker. 1 device: product not received.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 109 events for the failure: flaked. - 108 events had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had insufficient information.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h1, h6, h11. 98 events were originally reported for this failure mode during the reporting quarter; however, - 29 events were inadvertently excluded. - 127 reported events are included in this follow-up record. Product return status: 27 devices had investigation types that have not yet been determined. 1 device was received. 1 device was not available for evaluation. 98 devices were evaluated in the field. Additional information: 127 devices were not labeled for single-use. 127 devices were not reprocessed or reused.

Event description:
This report summarizes 127 events for the failure: flaked. - 127 events had problem identified during non-clinical procedure; there was no patient involvement.